Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was having charging issues wherein the charger was having difficulty aligning with the ipg. The physician believed that the ipg was not working proficiently with charging. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.